Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure due to halos and glare at night. The patient was unhappy with their overall vision with the initial lens implant; patient complained that nothing was ¿clear.¿ the exact date of the explant surgery was not provided. An incision enlargement nor a vitrectomy was performed at explant. The lens was replaced with an alcon lens and the patient's vision is normal; the patient is happy. No further information was provided.

Manufacturer narrative:
Date of event was reported as (B)(6) 2014; the exact date was not provided. Thus (B)(6) 2014 has been entered. If explanted, give date: explant provided as (B)(6) 2014; the exact date was not provided. Thus (B)(6) 2014 has been entered. (B)(4). A review of the manufacturing records was performed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The results of the optical measurement for the in-line optical inspection data showed the lens was within specification in terms of optical power. A search revealed that no other complaints for this order number were received to date. During the manufacturing record review no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen that the lens was delivered in one piece. The optic of the lens was received damaged. The lens was received partially cut. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The complaint does not indicate any relationship with the iol design or manufacturing. During the manufacturing record review of the production order for this serial number, no nonconformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within specification in terms of optical power. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.